Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed how the noisy signals looked like electromagnetic interference (emi). This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered a shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed how the noisy signals looked like electromagnetic interference (emi). This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient fainted. This device remains in service. No additional adverse patient effects were reported.